Event description:
I am a (B)(6) director. While evaluating multiple brands of covid antigen kits, I remain continually positive on the quickvue brand assay. This has occurred approximately 3 times between (B)(6) 2020 and present and across two different lots. Pcr using the cepehid or roche covid eua assays confirms negativity. Other antigen brands, including indicaid and carestart, remain negative in a side by side comparison. All antigen assays were performed using self collected nasal swab. FDA safety report ID# (B)(4).